Manufacturer narrative:
At this moment, vyaire medical has not received the ventilator for evaluation. Once received, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator was delivering a lower amount of oxygen than expected. There was no injury to the patient, the patient was placed on another ventilator.